Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from the consumer through a manufacturing representative regarding a patient receiving intrathecal saline. The indications for use were intractable spasticity and cva (stroke) das system. The patient said the pump was alarming. The patient described the sound of the alarm as the critical alarm. The patient heard the alarm 20 minutes intermittently. This began "two weeks ago" from (B)(6) 2016. The event date was noted as "(B)(6) 2016." The manufacturing representative interrogated the pump, and the pump said "pump off due to off state." There were no symptoms reported. The manufacturing representative noted that critical alarms were set for every 10 minutes. They were in the room with the patient over that time and did not hear any alarms. Additional information was received from a manufacturer representative on (B)(6) 2016. Document contained no new information. Additional information was received from a healthcare provider on (B)(6) 2016. The pump and catheter were returned with no information.

Manufacturer narrative:
Analysis of the pump identified no significant anomaly, and end of service due to time progression. Evaluation conclusion code and evaluation result code no longer apply.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.